Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg upon the second fire, sulu was connected to idrive; however, the jaws kept closing and the jaws' movement check was unavailable. New sulu was attached to another idrive; however, the issue was duplicated and the jaws did not open. Additionally another new sulu was attached to another idrive; however, the jaws closed by themselves and the device could not be used on a patient. Additional new one was opened to correct the problem. Operating time not extended.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: this report is based on information provided by an engineering evaluation. One powered handle and reload without the display box or any packaging were received for evaluation. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. During initial inspection, visual examination of the staple cartridge noted that the reload had a full staple complement. Functional testing by pmv revealed the reload detect led did not illuminate after completing a clamp test and closing the jaws. The handle was dismantled by engineering and no visual or functional abnormalities were noted. The root cause of the lights not working could not be reliably determined as engineering was unable to replicate the failure after autoclaving. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Corrected data: correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: this report is based on information provided by an engineering evaluation. One powered handle and reload without the display box or any packaging were received for evaluation. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. During initial inspection, visual examination of the staple cartridge noted that the reload had a full staple complement. Functional testing by pmv revealed the reload detect led did not illuminate after completing a clamp test and closing the jaws. The handle was dismantled by engineering and no visual or functional abnormalities were noted. The root cause of the lights not working could not be reliably determined as engineering was unable to replicate the failure after autoclaving. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.